Manufacturer narrative:
Concomitant medical products: 3830-69, lead, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.